Manufacturer narrative:
Zoll has received the solex catheter for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported the proximal balloon of the solex catheter (lot #174562) was unravelling. This was physician's the first time placing a zoll catheter. The hard plastic sheath was removed from the proximal end of the catheter and the catheter was placed on a sterile field. The blood vessel was accessed with the finder needle and the guidewire was inserted to dilate the vessel. When the physician went to feed the catheter over the guidewire, he/she noted that some of the clear plastic coating on the proximal end of the catheter seemed to be unraveling so there was no longer a smooth surface along that proximal aspect. There was no issue with the guidewire (lot #unknown). Another ICU physician who happened to be at bedside who is familiar with the catheters confirmed that was not what the catheter was supposed to look like so they put the zoll catheter aside and used a standard triple lumen catheter instead without incident. No impact or consequence to the patient.

Manufacturer narrative:
The reported complaint that the solex catheter (lot #171782) unraveled was not confirmed during visual inspection or functional testing. The balloon was just unfolding from its sheathed state. The balloon tubing was still completely secured to the shaft. The unfolding of the balloon was likely due to improper user handling during the removal of the catheter membrane cover from the catheter. Visual inspection of the returned catheter was performed. The first 2 loops from the proximal end of the serpentine balloon were observed to be unfolding from its sheathed state. The balloon tubing was still completely secured to the shaft. No damaged was observed on the balloons. Blood residue was observed on the surface of the balloons. During the insertion attempt, the provider removed the catheter membrane cover from the solex, then accessed the vessel. Accessing the vessel causes blood to get on their gloves, with which they then touched the solex, leading to remnants of blood on the solex. A functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no leak, no issues were observed. The balloons did not leak during inflation or deflation.